Manufacturer narrative:
Investigation results were made available. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Part and lot specific investigation: part specific investigation no trigger considering the following event is identified: fracture no additional similar investigated events within last 1 month for item number 01.06005.401 have been found. No additional similar investigated events within last 6 months for item number 01.06005.401 have been found. Result: trigger for risk evaluation is not met. Lot specific investigation: no similar investigated events for the same lot number k2575 have been found. Result: trigger for an issue evaluation request is not met. Review of event description: it was reported that the exafit stem fractured after approx. 17 years in-vivo. The fractured stem was revised on 19 mar 2019. Review of received data: the pre-operative x-ray dated (B)(6) 2019 shows the fractured exafit stem in right hip. The fracture is located in the neck region of the stem. Revision report, 19 mar 2019: diagnosis: implant fracture through impaction hole, right hip (stem size 4,1), 17 years after implantation. Indication: very active patient, who suddenly lost stand and collapsed while walking on the basement stairs. Patient had to crawl up the stairs on all fours. Initially, he thought about a luxation, however, a fracture of the prosthesis was confirmed by the salem hospital in bern. Consequently, patient was transferred to the schulthess clinic in zurich. CT scanning for evaluation of the cement integrity, not only of the stem but also of the cup. This showed a good integrity of the cup as well as of the stem. Radiologically, no visible osteolysis and no significant polyethylene wear. Decision for a stem replacement through an anterior access. Description of procedure: due to the implant's neck fracture a clear proximal shortening. Upon opening of the capsule only little secretion, no blood. Removal of the synovial tissue. Removal of the femoral head with one part of the stem's neck. Display of the cup. Removal of the synovial tissue around the cup's rim. The polyethylene looks still very nice light blue without damages. Due to the well-integrated cup and the missing wear no replacement of the cup. Femoral, chiseling along the exafit's collar and removal of the cement. Removal of the stem. The cement bed is intact, only lateral at the shoulder a small crack due to the thick cement. New components are implanted and postoperative radiological control shows correct implant positioning. Devices analysis: visual examination: the fractured exafit stem with mounted cocr head has been returned for investigation. The fracture occurred in the neck region of the stem at the side of the impaction/extraction hole. On the stem's body scratches can be found in the superior part, while surface damages in form of corrosion can be found in the inferior region. The head has fine and coarse scratches running parallel to the stem's axis, mostly along the rim. There is a patch of scratches on the posterior side of the stem's neck. Besides of this patch, additional individual scratches can be found all around the neck. The medial rim of the stem's collar is highly worn. Additionally, below the collar two distinct marks from cerclage wires can be found. The beach marks on the fracture surfaces indicate a fatigue fracture with a fracture origin at the anterior, proximal corner of the impaction/extraction hole. The fracture surfaces are partially polished and therefore the original surface morphology of these parts is no longer visible. Based on this visual examination the reported event can be confirmed. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination of the exafit stem and the cocr head was approved by zimmer biomet. Product identification of the cup and the inlay are unknown. The exafit stem had a design change of the impaction/extraction hole in 2003. Exafit stems of the old design are of reference 01.06005.xxx, exafit stems of the new design are having reference numbers 01.06006.xxx. Exafit stems of the old design are having corners at the impaction/extraction hole, which may lead to a stress concentration increasing the risk of a fatigue fracture. In order to reduce this risk, the edges of the hole were replaced by a round curvature in 2003. The complained exafit stem subject to this complaint was manufactured in 2001 according to the old design (drawing 01.06005.401). Conclusion summary: after approximately 17 years in vivo the exafit stem was revised due to a neck fracture. According to the revision report the fracture occurred while the patient was walking on stairs. A CT scan was performed in the clinic after the event and showed a good integrity of the cup as well as of the stem with no radiologically visible osteolysis or polyethylene wear. During revision surgery the cup was found to be well integrated and the polyethylene insert did not show any wear. Therefore, both components were left in-situ. The fractured stem with well mounted cocr head was received for investigation. As already visible on the x-ray, the fracture is located between the collar and the head. The fracture surfaces indicate a fatigue fracture. The fracture origin is located at the proximal anterior corner of the impaction/extraction hole. The received x-ray indicates that the two cerclage wires are in contact with the stem below the collar. This coincides with the findings of the visual examination, which found a damaged area below the stem¿s collar indicating direct contact between the cerclage wires and the stem. The worn area on the medial rim of the collar may have been introduced by a contact between the fracture parts, between the collar and the cerclage wires or between the collar and surgical instruments during revision. The quality records show that all specified characteristics have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). In conclusion, possible influencing factors for the fatigue fracture of the stem include a stress concentration in the corner of the impaction hole and patient activity. However, if and to what extend these and other factors may have contributed to the fracture of the stem remains unknown. Therefore, based on the investigation no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k923808 x-rays were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The lot number of the device was received. The device history records will be reviewed during investigation. An e-mail requesting the following additional information was sent on april 08, 2019 to the appropriate representatives: implant date, implantation report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with an exafit stem on an unknown date. Subsequently, the patient underwent revision surgery due to stem fracture.